Manufacturer narrative:
Insulin pump was received with frozen display due to moisture damage on electronic assembly. Unable to perform functional testings due to frozen display.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was 175 mg/dl at the time of incident. The product will be returned for analysis.